Event description:
It was reported when using the bd posiflush¿ saline 10ml syringe there was foreign matter on device syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "the syringe was dirty in it's tip."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-05. H6: investigation summary : it was reported the syringe had a dirty tip. To aid in the investigation, one sample with no packaging flow wrap and three photos were provided for evaluation by our quality team. A visual inspection was performed and the tip cap has residues of the lubricant from the molding process. No other defects or imperfections were observed. The three photos provided show the sample received. This defect could occur if, after preventative maintenance, the molding press was not properly cleaned inducing the symptom reported. A device history record review was completed for provided material number 306565, lot number 1084727. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding press was performed. The press was clean with no spots or lubricant observed. The sample was shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd posiflush¿ saline 10ml syringe there was foreign matter on device syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "the syringe was dirty in it's tip."